Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that before use a bd luer-lok¿ disposable syringe was found with volumetric inaccuracy as ¿the scale markings were rubbing off.¿ there was no report of injury or medical intervention reported.

Manufacturer narrative:
One 1ml luer lok syringe in opened blister pack was received for investigation. Customer reported lot number # 7177874, catalog # 309628. Based on visual examination of the returned sample, graduation lines were partially missing. Missing scale marking is a rejectable condition as per product specification. Product defect confirmed based on sample evaluation performed. DHR review for batch 7177874 (p/n 309628): manufacturing dates: 5/16/2017 to 7/09/2017. Batch quantity was 302,400. Printing records were reviewed as part of this DHR review. All visual inspections were performed as per requirement. A quality notification was issued for missing print on one of the sub-assembly batches that comprised this packaging order. Adjustments were made, including changing the printing pad, before production resumed. Product was requalified per applicable aql. Batch 7177874 was inspected and accepted based on meeting our inspection control plan and subsequently approved for shipment. A potential root cause is a defective printing pad. Based on the severity and occurrence a CAPA is not necessary. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.